Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer refused ge service and planned to enlist a third party repair service.